Manufacturer narrative:
(B)(4). Concomitant medical products: pt-113950, pt hybrid glen post regenerex, 889150, 118001, versa-dial/comp ti std taper, 727670, 113042, versa-dial 46x18x53 hum head, 247180, 113954, md hybrid glenoid base 4mm, 010160. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2018 - 02337, 0001825034 - 2018 - 02338, 0001825034 - 2018 - 02339, 0001825034 - 2018 - 02336. Remains implanted.

Event description:
It was reported that the patient underwent an initial shoulder procedure. Subsequently, the patient reported instability in the operative shoulder along with pain and stiffness. Patient has a bi-concave glenoid which contributed to these events. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
This report is being filed to relay corrected information. Upon reassessment of the reported event, it was determined that an MDR should not have been filed on this device, as it is not cleared in the USA, and there are no same or similar devices. The initial report was submitted in error.